Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The company representative reported via email that the insulin pump alarmed button error and had an unexpected restart. The reporter did not know the blood glucose reading.

Manufacturer narrative:
The pump passed the self test and error tests. No other alarms noted. No button error alarm noted during testing. However, the pump had intermittent up and down button response due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corner, a cracked belt clip slot and a cracked reservoir tube lip.